Event description:
It was reported that the patient experienced urinary incontinence due to urethral erosion with the cuff of an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed; a new device was not implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The aus IFU lists erosion and urinary incontinence as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence due to urethral erosion with the cuff of an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed; a new device was not implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.